Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope had leakage from the tip. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off noted at estimation.

Manufacturer narrative:
Date of event: no additional information was available. The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover due to external factors. White scratches were visible in the image. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing. The universal cord was collapsed due to external factors. The video connector and video connector case were cracked due to external factors. The label on the video connector had peeled off. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.